Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 11 months after the dental implant and abutment were placed in ada site 14 the mouth, the implant had lost osseointegration. Clinician reports vertical mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that 11 months after the dental implant and abutment were placed in (B)(6) site 14 the mouth, the implant had lost osseointegration. Clinician reports vertical mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.